Event description:
Pt called lfs in 2002 alleging that their meter was prompting the "insert strip" message and eventually would not power on. Pt reported that they were feeling sweaty and passed out during the time when the meter would not power on. Pt was taken to the ER and treated with medication (unknown). Pt did explain that they had a back up meter to test with, however, pt could not recall the blood glucose reading. It is unknown if pt had been using the back up meter or treating self based on the back up meter readings prior to feeling symptoms and passing out. Pt took medication following attempted use of the meter. The customer svc rep walked pt through checking that the batteries were good and that they were correctly installed (plus and minus signs were aligned correctly). Cust svc rep replaced the meter. Med affairs specialist was unable to reach pt after several attempts. Mailed letter.